Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor glucose readings were inaccurate. Customer stated that the sensor was reading 4 mmol/l and but blood glucose value was 5 mmol/l and a minute later the sensor read 3.2 mmol/l and the insulin pump went into threshold suspend. The low suspend limit was set up at 3.6 mmol/l. Blood glucose value at the time of the call was 12.7 mmol/l. The customer was advised to refer to the doctor if issue continues and would like to modify the feature. Product would not be replaced.